Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was flipped and the catheter was kinked. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.